Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with inflatable penile prosthesis procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of prolonged procedure and tissue growth were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with a malfunctioning inflatable penile prosthesis (ipp) due to fluid loss. A surgical intervention was performed to replace the device. However, the explanation of the old device was particularly challenging, and took longer than expected, because the outer layer of silicon was broken and tissue had grown into both cylinders. Once it was out and the new implant was in the patient had a good result. A full recovery is expected for the patient.